Event description:
Subsequent information received that the patient expired from a lower respiratory infection listed as bronchial pneumonia.

Event description:
It was reported that on (B)(6) 2008, two xience v stents were implanted in a mid left anterior descending artery (lad), one xience v stent was implanted in a proximal lad, one xience v stent was implanted in a first obtuse marginal artery (om1), and one xience stent in a proximal left circumflex artery (lcx). Approximately, 4 yrs 5 months later, on (B)(6) 2013, the patient expired. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Stent: xience v 2.5x28, xience v 2.5x15, (2) xience v 2.5x18. There were no reported product deficiencies. The reported patient effect of death is listed in the instructions for use (IFU) as a known adverse event. In this case, the death occurred 4 yrs 5 months post-procedure. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling.